Event description:
An ophthalmic surgeon reported that the infusion tubing was filled with a lot of air during a vitreo-retinal procedure, making surgery difficult as air kept coming into the eye. The surgeon opened the three way valve to remove the air, and the case was able to be completed without further issues. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).